Event description:
It was reported that the patient experienced high blood glucose event on (B)(6) 2026 due to insulin flow blocked alarm. The blood glucose level was 297 mg/dl and was treated with insulin injection and also by changing infusion set. The blood glucose was high for three to four hours.

Manufacturer narrative:
Name: medtronic minimed. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).